Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube,migration') in an adult female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coil was not straight in tube. It had coiled to make a bulge" and device difficult to use "the coil was not straight in tube. It had coiled to make a bulge,removal difficulty". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), polycystic ovaries ("hormonal changes describe: pcos"), migraine ("migraines / headaches"), pelvic pain ("pain pelvic,right side pain"), abdominal pain ("abdominal pain"), post procedural discomfort ("some discomfort for a few weeks/days") and complication of device insertion ("essure could only: be done in rt tube. Left tube appeared to be blocked at time of procedure and he could not cannulate it."). The patient was treated with surgery (unilateral salpingectomy-right). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, weight increased, post procedural discomfort and complication of device insertion outcome was unknown and the polycystic ovaries, migraine, fatigue, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, complication of device insertion, device dislocation, fatigue, migraine, pelvic pain, polycystic ovaries, post procedural discomfort and weight increased to be related to essure. The reporter commented: essure could only: be done in rt tube. Left tube appeared to be blocked at time of procedure and he could not cannulate it. The number of expanded roils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded),. Ultrasound scan vagina - on an unknown date: unremarkable usg with essure on right. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube, migration') in an adult female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coil was not straight in tube. It had coiled to make a bulge" and device difficult to use "the coil was not straight in tube. It had coiled to make a bulge,removal difficulty". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), polycystic ovaries ("hormonal changes describe: pcos"), migraine ("migraines / headaches"), pelvic pain ("pain pelvic,right side pain"), abdominal pain ("abdominal pain"), post procedural discomfort ("some discomfort for a few weeks/days") and complication of device insertion ("essure could only: be done in rt tube. Left tube appeared to be blocked at time of procedure and he could not cannulate it."). The patient was treated with surgery (unilateral salpingectomy-right). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, weight increased, post procedural discomfort and complication of device insertion outcome was unknown and the polycystic ovaries, migraine, fatigue, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, complication of device insertion, device dislocation, fatigue, migraine, pelvic pain, polycystic ovaries, post procedural discomfort and weight increased to be related to essure. The reporter commented: essure could only: be done in rt tube. Left tube appeared to be blocked at time of procedure and he could not cannulate it. The number of expanded roils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: unilateral occlusion (right tube occluded),. Ultrasound scan vagina on an unknown date: unremarkable usg with essure on right. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event injury was deleted and was updated to new events. Lot number added. Following events were added: pcos, malposition of essure device location of device: right fallopian tube, migraines / headaches, weight gain, fatigue, pain pelvic,the coil was not straight in tube it had coiled to make a bulge, removal difficult., abdominal pain. Concomitant conditions, reporter information and historical drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.